Event description:
The customer stated that his meter had been reading higher than usual. He performed control tests and received results of 248, 281 and 317 mg/dl. The normal control range is 83-112 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.